Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("acute inflammation from the fibers and then continuing chronic inflammation / inflammatory process") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and malaise ("this is literally making me sick"). At the time of the report, the salpingitis and malaise outcome was unknown. The reporter considered malaise and salpingitis to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: malaise , salpingitis. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("acute inflammation from the fibers and then continuing chroninc inflammation / inflammatory process") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and malaise ("this is literally making me sick"). At the time of the report, the salpingitis and malaise outcome was unknown. The reporter considered malaise and salpingitis to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: malaise , salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute inflammation from the fibers and then continuing chronic inflammation / inflammatory process/auto inflammatory syndrome') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), malaise ("this is literally making me sick"), headache ("headache"), cardiac disorder ("heart issues") and pyrexia ("periodic fever syndrome"). At the time of the report, the salpingitis, malaise, headache, cardiac disorder and pyrexia outcome was unknown. The reporter considered cardiac disorder, headache, malaise, pyrexia and salpingitis to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: malaise , salpingitis, periodic fever. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media case received - duplicate case found for same patient. All the information and source document from deletion case ((B)(4)) transfer into retention case. New event periodic fever syndrome was added. New reporter were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute inflammation from the fibers and then continuing chronic inflammation / inflammatory process') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), malaise ("this is literally making me sick"), headache ("headache") and cardiac disorder ("heart issues"). At the time of the report, the salpingitis, malaise, headache and cardiac disorder outcome was unknown. The reporter considered cardiac disorder, headache, malaise and salpingitis to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: malaise , salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New event headache, heart issues was added. Reporter was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute inflammation from the fibers and then continuing chroninc inflammation / inflammatory process/auto inflammatory syndrom') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), malaise ("this is literally making me sick"), headache ("headache"), cardiac disorder ("heart issues"), pyrexia ("periodic fever syndrome") and rash ("rashes"). At the time of the report, the salpingitis, malaise, headache, cardiac disorder, pyrexia and rash outcome was unknown. The reporter considered cardiac disorder, headache, malaise, pyrexia, rash and salpingitis to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: malaise , salpingitis, periodic fever. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: social media received. New event 'rashes' was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.